Manufacturer narrative:
Concomitant medical products: dtma1q1 ICD, (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead alert triggered due to high/undefined pacing impedance on the right ventricular (rv) lead. In addition, the rv defibrillator impedance was elevated. The rv lead remains in use. No patient complications have been reported as a result of this event.